Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and hemianaesthesia ('numbness/numbness on hole left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced hemianaesthesia (seriousness criterion medically significant), gastrooesophageal reflux disease ("acid reflux issues"), paraesthesia ("numbness/pins and needles in both hands and feet"), urinary incontinence ("bladder leakage") and migraine ("migraine") and was found to have weight increased ("I gained a lot of weight"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, hemianaesthesia, gastrooesophageal reflux disease, paraesthesia, urinary incontinence, migraine and weight increased outcome was unknown. The reporter considered gastrooesophageal reflux disease, hemianaesthesia, medical device removal, migraine, paraesthesia, urinary incontinence and weight increased to be related to essure. Concerning the injury reported in this case the following one/ones were described in the social media- gastrooesohageal reflux disease, paraesthesia, hypoesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Reporter information updated. Event: I gained a lot of weight was newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gastrooesophageal reflux disease ("acid reflux issues"), paraesthesia ("numbness/pins and needles in both hands and feet") and hypoaesthesia ("numbness"). Essure was removed. At the time of the report, the medical device removal, gastrooesophageal reflux disease, paraesthesia and hypoaesthesia outcome was unknown. The reporter considered gastrooesophageal reflux disease, hypoaesthesia, medical device removal and paraesthesia to be related to essure. Concerning the injury reported in this case the following one/ones were described in the social media- gastrooesohageal reflux disease, paraesthesia, hypoesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gastrooesophageal reflux disease ("acid reflux issues"), paraesthesia ("numbness/pins and needles in both hands and feet"), hypoaesthesia ("numbness/numbness on hole left side"), urinary incontinence ("bladder leakage") and migraine ("migraine"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, gastrooesophageal reflux disease, paraesthesia, hypoaesthesia, urinary incontinence and migraine outcome was unknown. The reporter considered gastrooesophageal reflux disease, hypoaesthesia, medical device removal, migraine, paraesthesia and urinary incontinence to be related to essure. Concerning the injury reported in this case the following one/ones were described in the social media- gastrooesohageal reflux disease, paraesthesia, hypoesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event migraine. Updated reported term of event numbness / numbness on hole left side (previously reported as numbness). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gastrooesophageal reflux disease ("acid reflux issues"), paraesthesia ("numbness/pins and needles in both hands and feet"), hypoaesthesia ("numbness") and urinary incontinence ("bladder leakage"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, gastrooesophageal reflux disease, paraesthesia, hypoaesthesia and urinary incontinence outcome was unknown. The reporter considered gastrooesophageal reflux disease, hypoaesthesia, medical device removal, paraesthesia and urinary incontinence to be related to essure. Concerning the injury reported in this case the following one/ones were described in the social media- gastrooesohageal reflux disease, paraesthesia, hypoesthesia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: sm received : events added- bladder leakage, reporter added. On 20-mar-2020: reporter added from social media. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gastrooesophageal reflux disease ("acid reflux issues"), paraesthesia ("numbness/pins and needles in both hands and feet") and hypoaesthesia ("numbness"). Essure was removed. At the time of the report, the medical device removal, gastrooesophageal reflux disease, paraesthesia and hypoaesthesia outcome was unknown. The reporter considered gastrooesophageal reflux disease, hypoaesthesia, medical device removal and paraesthesia to be related to essure. Concerning the injury reported in this case the following one/ones were described in the social media- gastrooesohageal reflux disease, paraesthesia, hypoesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information added. Events: medical device removal added. Case became serious incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.